Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to shut down. Upon functional testing fse found that the hd was not initializing. Fse replaced the host pc. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not power up completely; there was no video on monitors in control room or flexvision. The procedure has rescheduled. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not powering up. Troubleshooting actions showed a problem with the host pc. The fse replaced the host pc and the hard disks and returned the system to use in good working order.